Event description:
I had surgery in (B)(6) 2002 for a umbilical hernia. The dr use gore-tex mesh to repair the hernia. Had a lot of problems with pain and slow healing, I was very sick. Things got a little better until (B)(6) 2004, started having severe pain, went to dr. He sent me for a cat scan and found that mesh had broken, so he did a second surgery, which he cut me open this time to get a better field to work in and put in a new mesh, which was also a gore-tex mesh. I had a lot of problems with swelling of abdomen and a lot of pain the wound took long to heal. Then in (B)(6) 2012, I got very ill, went to dr and he had a cat scan done of abdomen and found a large pocket of infection. Dr talked to a surgeon and they decided they could not handle such a large case at their hospital so sent me to (B)(6) to see a surgeon there. He admitted me for a few days and ran antibiotics to try to clear up the infection. Because the mesh was infected with e-coli, due to the mesh poking a hole in the bowel sent me home with antibiotics and scheduled surgery for (B)(6), but I got worse, so the dr had me readmitted to hospital and did surgery on (B)(6). Dr told family, your wife and mother is very ill the second night after surgery, I started to hemorrhage. I lost over 2 units of blood and they almost lost me that night. They moved me to intensive care and monitored me. The dr wanted to get me stronger for second surgery to remove the mesh. I was in the hospital and nursing home for over 3 months. Dr did second surgery on (B)(6) the 1 and removed all the mesh he could and also about 6-8 inches of my bowel left wound open and pack with medical gauze, which had to be changed every day. This was very very painful. This was done on both surgeries. Still have some trouble with pain and drainage. I was w/o food for 93 days during this time. Dates of use: (B)(6) 2002 - (B)(6) 2012.